Event description:
After pipetting an hbc plate on summit the technician noticed that low sample was delivered well a10, a11 and a12 of the microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.